Manufacturer narrative:
Currently, the medical facility is investigating the situation. An offer was made to have erbe inspect/test the involved device and associated equipment as well as do further in-service training, but we have had no response from the hospital. Based upon the reported event, it appears that the concentration of oxygen at/around the probe's tip in the airway was at such a level that upon activation combustion/a fire occurred. The potential of this complication is well documented in published literature and is widely known in the medical community. Additionally, there are warnings regarding this type issue in our user manuals and notes on use. A follow-up report will be provided if there is any further information (e.g., evaluation of the device/equipment, etc.). Request made by erbe to evaluate.

Event description:
It was reported that a patient incident occurred during a bronchoscopy with a filter integrated argon plasma coagulation (fiapc) circumferential probe. The probe was being used in the airway to treat hemoptysis/control bleeding via coagulation. Upon activation, there was a spark and a fire at the tip of the probe. Visibly there was thermal effect to the patient's tissue at the site. The patient was alert, stable, and doing well. Nevertheless, the patient was sent to the main hospital for observation.